Event description:
It was reported that the patient was experiencing pain in her neck and right arm in the fall 2010 when she was referred to the surgeon. On (B)(6) 2010 patient underwent a cervical fusion procedure at c6-c7 using rhbmp-2/acs. Following the surgery, patient's pain continued and became worse. As a result, patient continues to experience numbness in her hands.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.